Event description:
It was reported that this right ventricular (rv) lead was repaired. This patient exhibited swelling in the legs/feet. This lead remains in service. No additional adverse patient effects were reported.